Manufacturer narrative:
As no lot number was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed at this time. The device remains implanted. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, the patient is unable to inflate the device due to the pump being hard and is in extreme pain in the scrotum area. He has stated he is extremely disappointed in the experience he has had with his surgeon and when he has gone in for follow ups the surgeon has explained it is normal.